Event description:
It was reported via a post market clinical follow-up (pmcf) survey, the diego elite was used for an adenoidectomy/tonsillectomy. The device adequately removed soft tissue during the procedure, however periprocedural bleeding occurred that required additional surgical intervention. The patient made a full recovery to baseline at time of hospital discharge. There were no known patient comorbidities at the time of procedure that may have attributed to the bleeding.

Manufacturer narrative:
A2: the exact age of the patient is unknown, but it is known the patient was less than 18 years of age. B3: the event date was in october 2022, however the exact day is unknown. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.